Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was experiencing low flows, low voltage alarms and pump stoppages. The system controller was exchanged for another system controller and there was no change in alarm status. Waveforms were sent into the manufacturer for review and a chest x-ray of the percutaneous lead was completed. The following day, the patient experienced a pump stop of less than three minutes. The pump automatically turned back on when the patient was placed on his right side. The patient was placed on inotropes but was stable throughout the alarms. A decision was made to exchange the lvad with another lvad.